Event description:
Complainant alleged that during functional testing by the distributor, the electrodes were unable to attach to the associated defibrillator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.